Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. While the retention samples that were tested were within specification, the returned customer sample was confirmed for leaking due to the tube separating from the tubing connector. (B)(4).

Event description:
Reporter stated, the infusion set detached at the connector. This occurred when the customer was sleeping, and she woke with a blood glucose value in the 400 mg/dl range. No adverse event was reported. The infusion set was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.